Manufacturer narrative:
An event regarding loosening involving a patient specific, proximal tibia, femoral component was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "pi was created in 2025 for the impending revision that is to take place. The proximal tibial replacement is now well fixed. The distal femoral portion which is uncemented is now said to be loose. Revision is contemplated. The root cause of this event cannot be determined with certainty .causes of loosening of a tumor type prosthesis that is uncemented is multifactorial including surgical technique, and patient factors including her host bone condition, her activity level, lifestyle and bmi. I would not assign any causality to the implant itself unless it can be shown that there was some defect in the application of the cementless fixation of the implant." Product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. Complaint history review: there has been 1 other similar events for the lot referenced, which relates to loosening for the same device/patient, therefore no further trending is required for this commonality. Conclusions: it was reported that the patient is planned to be revised due to loosening of the femoral component. A review of the provided medical records by a clinical consultant indicated: "pi was created in 2025 for the impending revision that is to take place. The proximal tibial replacement is now well fixed. The distal femoral portion which is uncemented is now said to be loose. Revision is contemplated. The root cause of this event cannot be determined with certainty .causes of loosening of a tumor type prosthesis that is uncemented is multifactorial including surgical technique, and patient factors including her host bone condition, her activity level, lifestyle and bmi. I would not assign any causality to the implant itself unless it can be shown that there was some defect in the application of the cementless fixation of the implant. " no further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Event description:
This pi is for the impending revision in 2025. As reported: surgeon has requested a patient specific left distal femoral replacement for the following patient. The request is to retain the patient specific proximal tibial component in situ and revise the femoral one. Patient history: previous proximal tibial replacement (uncemented) for osteosarcoma. Rotating hinge knee. Periprosthetic femoral fracture 2011 orif plate and screws. Proximal tibial replacement well fixed. Distal femur uncemented component loose. Plan to revise to a short body dfr with a cemented stem. Plan to leave proximal tibia and revise distal femur component to a new cemented distal femur plus bushing change, ideally leave femoral plate and screws in situ as well.